Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was frozen on the lock screen. Subsequently, the pump reset unexpectedly. The customer's blood glucose level was 180 mg/dl. The customer had manual injections available as alternate insulin therapy.